Event description:
Subsequent to the initially filed report, the following information was received: it was reported that the balloon of the graftmaster stent device partially inflated and could not be deployed. Then during removal of the device, the stent became caught with a previously unspecified implanted stent. Therefore, intervention was performed to deploy the stent and remove the delivery system. An unspecified balloon was used to crush the stent against the vessel wall. The procedure was completed with balloon tamponade and regular ballooning. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported leak could not be determined. The reported activation failure, dislodgement, entrapment and treatment appear to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was a de novo lesion in the right coronary artery (rca). Primary percutaneous coronary intervention (ppci) was performed and two unspecified drug eluting stents (des) were implanted when a distal vessel perforation was noted which resulted in a sealed aortic wall hematoma/dissection. Therefore, a 2.8x19mm graftmaster covered stent was advanced to the target lesion and attempted to be implanted; however, the stent failed to inflate and blood was noted to be backflowing. During removal of the graftmaster stent, the stent became dislodged by becoming caught with previously deployed stent. An unsuccessful attempt was made to retrieve the stent. Therefore, an unspecified device was used to crush the stent, followed by ballooning to maintain flow. The sealed aortic wall dissection or hematoma did not worsen. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.